Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/03/2020. Additional h3 investigation summary: an empty opened foil of product code j333, lot # pd2389 was received for evaluation. Needle or suture was not returned, and the foil was noted with pin holes and several wrinkles by use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd2389, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information has been requested, but is unavailable: how the procedure was complete? Patient¿s current status? Please provide procedure name and date. Status of product return / follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences reported. Additional information was requested.